Event description:
Customer reportedly obtained results of 429 mg/dl and 57 mg/dl on the advantage system within 10 minutes. An additional comparison reports results of 351 mg/dl and 97 mg/dl on the advantage system within 10 minutes. No actions taken on device results. No adverse event reported. Requested return of suspect system and replacement sent.